Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a severe hypoglycemia. It was stated that the customer had episodes of hypoglycemia on (B)(6), (B)(6), and (B)(6), which was the date the customer arrived to the hospital. No further info was provided.